Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor, and excessive no delivery alarm test. The insulin pump functioned properly. There was button error alarm and intermittent button response noted during testing due to corroded keypad traces. The insulin pump had a cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing high blood. The blood glucose at the time of the incident was 386 mg/dl. The customer states the insulin pump alarmed button error and is unable to clear it. The customer treated for the high blood with a manual injection. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.